Event description:
Information received indicates the brake casters do not hold and are swiveling in brake.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.